Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for evalution : yes d.9. Returned to manufacturer on: 05-apr-2024 h.6. Investigation summary: updated investigation on 01may2024 due to return samples: bd received 310 samples and 2 photos for investigation. Evaluation of both indicate incorrect artwork on the tube label. In addition, 100 retain samples from bd inventory were visually inspected, and incorrect artwork was found on tube labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the indicated failure mode of incorrect artwork on tube label. Bd has initiated further root cause investigation relating to the issue through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported before using the bd vacutainer® nh 68 i.u. Plus blood collection tubes that 30 tubes contained incorrect additive label information. Tubes contained "lh" in place of "nh" on the label. No patient impact was reported

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® nh 68 i.u. Plus blood collection tubes that 30 tubes contained incorrect additive label information. Tubes contained "lh" in place of "nh" on the label. No patient impact was reported

Event description:
It was reported before using the bd vacutainer® nh 68 i.u. Plus blood collection tubes that 30 tubes contained incorrect additive label information. Tubes contained "lh" in place of "nh" on the label. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer for investigation. Evaluation of the photographs indicated incorrect artwork on tube label. In addition, 100 retain samples from bd inventory were visually inspected, and incorrect artwork was found on tube labels. Device history records were reviewed with no issues identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Bd was able to confirm the indicated failure mode of incorrect artwork on tube label. Bd was not able to identify a root cause. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.